Event description:
A few minutes after the case started, the surgeon began using cautery. The surgeon, (B)(6), and tech all saw a 2 inch tall flame for a brief second and then it was gone. The flame was immediately reported to the or nurse. The bovie tip that caused the flame did not cause damage to the patient, but it was removed from the field and a new bovie tip was used for the remainder of the case. The tip was sent to clinical engineering and will be returned to the manufacturer for failure analysis. Manufacturer response: for electrosurgical, cutting coagulation accessories, megadyne (per site reporter): customer support was contacted. The device will be returned for failure analysis. Any further contact will be shared with medsun.